Event description:
Histology tech was cutting paraffin blocks. Second tech assisting did not lock the wheel when leaving the machine. First tech went to put on next block and knife grabbed their left thumb and cut it. Laceration 1-2 cm required stitches in following: wound edges of nail bed, nail bed, beyond tip of nail, thumb nail. Tetanus injection given.